Event description:
Customer called lfs in 2002 alleging their ot ultra meter's display was missing segments. The issue was unresolved with troubleshooting. The customer experienced symptoms of confusion. Pt treated self with their diabetes medications. Pt contacted their physician or emergency medical tech who advised the customer to eat something. No further info has been reported. The meter has been replaced.